Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room. X-ray examination performed on (B)(6) 2019 revealed right ventricular lead dislodgement. During lead revision procedure, the lead's helix had difficulty retracting and extending and took multiple turns. Failure to sense r-waves, loss of capture, and low pacing impedance were observed during repositioning. The physician explanted and replaced the lead. The patient was in stable condition.